Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6) 2020. The device was implanted for 70 months and 25 charging cycles were recorded in the devices memory. Next, the ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly a damaged insulation was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. During the inspection, the eri battery status could be confirmed. The battery voltage of the device corresponds to the eri status, however an inconsistency of battery voltage and current consumption was noted. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that on (B)(6) 2020, device battery was at 59 percent. The device triggered eri on (B)(6) 2020. Data analysis confirmed the eri status and indicated suspicious battery behavior. Device was explanted on (B)(6) 2020. No adverse patient events were reported.